Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the patient developed worsening skin problems with scaling, nodules, lesions approximately six months after the device was implanted. Patient has received treatment from a dermatologist including creams lotions and steroids. The device remains implanted. No further patient complications have been reported as a result of this event.